Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flow alarms. Additionally, the controller exhibited multiple loss of power and vad disconnects alarms. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products:brand name: heartware ventricular assist system; model #: 1420/ catalog #: 1420/ expiration date: 28-feb-2022 / serial or lot#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 22-feb-2021; labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental is being submitted for additional information. (B)(6)¿ controller 2.0 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 product event summary: ventricular assist device (vad) (B)(6) and a controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed two (2) controller power-up events, with associated motor start events, logged on 31-may-2022 at 14:38:59 and 14:39:49. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 79% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 99% rsoc. The data point recorded after the first loss of power and prior to the second loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 7 seconds and 10 seconds, respectively. No anomalies were recorded leading up to the losses of power. Review of the alarm log file revealed a vad disconnect alarm logged on 06-jun-2022 at 05:55:22, indicating a physical disconnection of the driveline from the control ler. Following the vad disconnect alarm, no data was logged until 29-jun-2022, indicating that the controller was taken out of use. Several additional controller power-up events, without associated motor start events, and vad disconnect alarms were logged on 29-jun-2022, indicating that the controller was powered up without the driveline connected. Log file analysis also revealed four (4) low flow alarms logged since 26-may-2022. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the initial two (2) controller losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the following controller power-up events and vad disconnect alarms can be attributed to a controller exchange and/or troubleshooting of the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.